Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model at75186 pta balloon dilatation catheter during an angioplasty procedure of a calcified lesion in the right common iliac vein, the pta balloon allegedly ruptured at 10atm during the fourth inflation attempt. The balloon was exchanged over the guidewire for another balloon that was used to complete the procedure. This report was received from one source. This event involved one female patient, (B)(6) years of age and (B)(6) lbs. This patient had no reported patient injury.